Event description:
It was reported the patient experienced ineffective stimulation in left leg and no stimulation in right leg. A sjm representative tried troubleshooting and was able to achieve effective coverage in left leg but not in the right leg. System diagnostics determined high impedances on the lead. The patient is to consult a physician as a next course of action. Date of event is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified a sjm representative tried reprogramming and was able to restore effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.